Manufacturer narrative:
Model number: 720185-01; lot number: 0149124015; model description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient heard a pop while using this inflatable penile prosthesis (ipp). Following the pop, the ipp spontaneously deflated. Approximately 1 month later the device was tested prior a revision procedure and functioned as expected. The patient stated the device would spontaneously deflate intermittently and at different times during intercourse. All components were subsequently removed and a new ipp was implanted. There were no patient complications. The explanted components are expected for return. A supplemental report will be filed upon receipt of the device and completion of analysis.

Manufacturer narrative:
Model number: 720185-01. Lot number: 0149124015. Model description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient heard a pop while using this inflatable penile prosthesis (ipp). Following the pop, the ipp spontaneously deflated. Approximately 1 month later the device was tested prior a revision procedure and functioned as expected. The patient stated the device would spontaneously deflate intermittently and at different times during intercourse. All components were subsequently removed and a new ipp was implanted. There were no patient complications. The explanted device was discarded following the procedure and will not be returned.